Manufacturer narrative:
This report is submitted on october 6, 2020.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2020, in order to remove the implant magnet, due to lack of clinical benefit.